Event description:
The following has been reported: biomed reporting a pump problem. Pump was dropped off at biomed shop "not working" unfortunately, no date/time or what the issue is. Not sure if the problem occurred during treatment or not. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Evaluation of the logs showed evidence that the som failed, but the safety process continued to run. This is indicative of a som lockup. The som lockup was reproduced. No other failures were observed. Som freeze is caused by a defective component. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.